Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer addressed their elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.